Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with a e8 error displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Updated d4: added model number.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided picture shows a quantum unit with a e8 error displayed on the screen. Visual inspection of the rf12000, q2 controller s/n: (B)(6). The warranty seal is not broken and is in its original condition; the manufacturing date of the controller is rev. Q ¿ 2018. No visible manufacturing abnormalities were found. During functional evaluation the quantum 2 controller was powered on and after pressing any button the error message e8 wand error immediately appeared with an acoustical alarm sound and a red attention led; the failure message could not be reset. The complaint was verified and the root cause could be associated as a component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus suture procedure, controller had an e8 error showed on the screen and the device did not recognize the new wand. The same situation after another wand replaced. There was no significant delay and backup device was available. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.